Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) however, a specific value was not provided. Reportedly, customer suspected that the pump settings were incorrect. A manual injection was administered to address bg level. Reportedly, the customer contacted healthcare provider (hcp) and adjusted pump settings based upon hcp recommendations. Reportedly the customer continued to use the pump for insulin therapy and also had manual injections available.